Manufacturer narrative:
This complaint was originally reported to amt on 05/07/2024 by (B)(6) indicating that the retrieval probe was sucked into the patient's airway during bridle placement. The physician was able to remove the device from the patient using forceps. It was reported that this patient was sedated and, on a ventilator, but was able to move their head. It was also reported that the nurse placing the bridle had the probe inserted 2/3 of the way into the nares and that she had a firm grip on it. It is possible the nurse inserted the probe too far into the nasal cavity or at an incorrect angle for the patient's anatomy. If the patient experienced any involuntary head movement during the bridle placement it could contribute to placement issues. It is unclear if the ventilator contributed to the event. While no serious injury occurred, the complaint is being reported to FDA due to the unforeseen risk reported from the misplacement of the device. If intervention was not taken to remove the retrieval probe, injury could have occurred. It is believed that the event was caused by device misuse. Examination of the returned device found no manufacturing defects occurred. The probe was found fully intact and functional. Lot information was not available. Amt has logged this complaint into our system for trending purposes under complaint #: (B)(4).

Event description:
It was reported on 05/07/2024 by (B)(6) of (B)(6) medical center that, "one of our nurses was bridling a cortrak small bore feeding tube and the blue probe with the magnet on it was sucked down into the patient. The patient was on the ventilator, but a chest xray was performed and you can see the magnet from the probe. The md had to go in with forceps and retrieve it". She also noted that, "this is the first time we have seen this. The nurse states she had the probe about 2/3 of the way in and that she had a firm grip on it".